Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The customer stated the issue occurred during an easy bolus. The customer explained that the numbers kept going up on the screen, but the buttons did not respond. The customer's blood glucose was 9.5 mmol/l. The customer stated that there were no significant events related to the issue. The customer was advised that the insulin pump needed to be replaced and to revert to a back-up plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.